Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and thrombosis/embolism. The indication for the filter placement, implant procedure, medical history and any retrieval attempts have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Caval thrombosis and thrombosis/embolism was reported, however due to the nature of the complaint the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2 and b3, new h6 codes coagulopathy (1779). Additional information received from the patient profile form indicated the patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and device unable to be retrieved, approximately ten weeks post implant, at which time an unsuccessful percutaneous retrieval attempt was made. The patient reported that the removal attempt was unsuccessful due to caval thrombosis and this has caused mental anguish, anxiety and emotional distress. According to the medical record the indication for the filter implant was pulmonary embolism with postoperative bleeding and so not a candidate for anticoagulation. The filter was placed via the right common femoral vein and deployed below the level of the renal veins in adequate position. The patient tolerated the procedure well without immediate complication. Approximately 10 weeks later an attempt to remove the filter was made, as the patient no longer needed the filter. After gaining access from the right common femoral vein, it was possible to snare the hook of the filter, however after numerous attempts it was not possible to retrieve the filter. It was noted that the ivc filter was endothelialized within the ivc. Contrast injection through the sheath was performed and showed no extravasation, there was minimal residual irregularity seen which may represent a small amount of thrombus in the inferior aspect of the filter. No further attempts were made to retrieve the filter, the filter was unchanged in position and configuration. The patient tolerated the procedure well without any complication. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and thrombosis/embolism. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and device unable to be retrieved, approximately ten weeks post implant, at which time an unsuccessful percutaneous retrieval attempt was made. The patient reported that the removal attempt was unsuccessful due to caval thrombosis and this has caused mental anguish, anxiety and emotional distress. According to the medical record the indication for the filter implant was pulmonary embolism with postoperative bleeding and so not a candidate for anticoagulation. The filter was placed via the right common femoral vein and deployed below the level of the renal veins in adequate position. The patient tolerated the procedure well without immediate complication. Approximately 10 weeks later an attempt to remove the filter was made, as the patient no longer needed the filter. After gaining access from the right common femoral vein, it was possible to snare the hook of the filter, however after numerous attempts it was not possible to retrieve the filter. It was noted that the ivc filter was endothelialized within the ivc. Contrast injection through the sheath was performed and showed no extravasation, there was minimal residual irregularity seen which may represent a small amount of thrombus in the inferior aspect of the filter. No further attempts were made to retrieve the filter, the filter was unchanged in position and configuration. The patient tolerated the procedure well without any complication. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.